Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m153597 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m153597 , test base part number 190-430 / lot: m153597 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m153597 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
Please reference manufacturer report number 1221359-2021-02739. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed. Results were not provided. Confirmation testing on nasal swabs with pcr clutch studio flex by thermo fisher generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.